Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced myocardial infarction and expired later that same day. (B)(6) 2008 - the patient came in for evaluation of abnormal ECG and presented with mild chest pain descried as "tightness" noticed at rest. The patient also complained of dyspnea on exertion. The patient was subsequently diagnosed with stable angina (ccs classification: 3) and cardiac catheterization was recommended. Index procedure. (B)(6) 2008 - the patient underwent coronary angiography which revealed the left anterior descending artery (lad)was 30% stenosis at the ostium,80-85% proximal stenosis with a hazy appearance and 50% stenosis in the 1st om. The right coronary artery (rca) was also 95% stenoses at the ostium. The proximal lad was 12 mm long with a reference vessel diameter of 3.50 mm. And was treated with pre-dilatation with an unknown balloon and placement of a 3.50 x 16 mm study stent with 0% residual stenosis. The lesion located in proximal rca was treated with an unknown balloon angioplasty and placement of a 2.50 x 12 mm promus stent. The patient was discharged on aspirin and clopidogrel the next day. (B)(6) 2012 - the patient was admitted to the emergency department with cardiopulmonary arrest. Per reports obtained from the family, the patient fell in the bathroom and was found unresponsive. Ems was called and CPR was performed; however, the patient was unresponsive and placed on a ventilator. An ECG revealed normal sinus rhythm. The patient began to have "decerebrate posturing" and seizures. It was noted to be doubtful that the patient would recover beyond that state. The patient's family decided to remove the patient from life support and the patient passed away later in the night. The exact cause of death is unknown.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).